Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 35 mg/dl at the time of the incident. The customer was at 79 mg/dl at the time of the call. The customer was given food to treat. The customer experienced symptoms such as vomiting and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer stated that sometimes they see black and white spots on the tubing. The reservoir will be returned for analysis.

Manufacturer narrative:
Corrected event date.